Manufacturer narrative:
The customer reported the following events communication error, devices simultaneously reading channel a and the reported communication error not recorded in the pcu error or event logs. The events reported by the customer could not be confirmed in the pcu logs. Inspection: the pcu was received in good condition. Instrument seal is broken. The handle, front case, rear case, and release latch are in good condition. The left iui (female, date code (B)(6) 2015) is observed with dried fluid and corrosion forming on the contacts. The right iui (male, date code (B)(6) 2015) was observed with dried fluid and a fibrous material around the contacts. Corrosion was observed on the contacts pins. A damaged isolation rib between pins 14 and 15. Log analysis results: the review of the pcu error log showed no errors or malfunctions. The review of the pcu event log could not determine if a communication error occurred. Test results: testing performed on the returned pcu, replicated a communication error. The error is a result of a channel disconnection where the device loses communication with the pcu. Additional testing performed with device in an idle state, found that communication errors will not record entries in the pcu event or error log, because there is no code associated to the communication error; however, a ¿net iuc communication down¿ entry will be recorded in the device event log. During testing when a communication error occurs, the pump module will retain the originally assigned channel address until the device alarms for communication error. The pcu will assign the channel ID to the next device (from left to right). There will be a period where channel ids will appear simultaneously. Testing also found when the device is removed and re-attached to the pcu a power reset occurs which will assign the device a different channel address. Test method information: the cause of the customer report of ¿communication error¿ is due to the result of a damaged female iui. Inspection found corrosion on the contact pins that are responsible for inter-device communication. Also reported by the customer is that when the modules were moved to the other side of the pcu both channel ids were reading ¿channel a¿ simultaneously was not identified in this investigation. The customer¿s concern as to why this event did not appear in the error log is because the communication error is not error code associated; however, if it is a loss of communication it records this event in the module¿s event log. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 02/10/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 02/23/2021 and indicated that this device has not been previously returned. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records was performed for the returned source devices (s/n (B)(6)) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a communication error device issue involving (1) pcu and (2) syringe pump modules discovered during routine pm testing in biomed, and there was no known malfunction of these devices during patient use prior to pm (no patient involvement/impact). Both syringe pump modules, which had already passed pm functional testing twice with no problems, were attached to one side of the pcu when the modules unexpectedly ¿cut out¿ and alarmed for communication errors. When the modules were moved to the other side of the pcu, both channel ids turned back on, reading channel a simultaneously. When the customer reviewed the device logs, there were no errors found. The iui¿s were assessed by the customer and all appeared to be in good condition. The customer's primary concern in this event is to determine why the pcu error logs do not appear to reflect the communication error alarms that he witnessed.

Event description:
It was reported that there was a communication error device issue involving (1) pcu and (2) syringe pump modules discovered during routine pm testing in biomed, and there was no known malfunction of these devices during patient use prior to pm (no patient involvement/impact). Both syringe pump modules, which had already passed pm functional testing twice with no problems, were attached to one side of the pcu when the modules unexpectedly ¿cut out¿ and alarmed for communication errors. When the modules were moved to the other side of the pcu, both channel ids turned back on, reading channel a simultaneously. When the customer reviewed the device logs, there were no errors found. The iui¿s were assessed by the customer and all appeared to be in good condition. The customer's primary concern in this event is to determine why the pcu error logs do not appear to reflect the communication error alarms that he witnessed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was a communication error device issue involving (1) pcu and (2) syringe pump modules discovered during routine pm testing in biomed, and there was no known malfunction of these devices during patient use prior to pm (no patient involvement/impact). Both syringe pump modules, which had already passed pm functional testing twice with no problems, were attached to one side of the pcu when the modules unexpectedly ¿cut out¿ and alarmed for communication errors. When the modules were moved to the other side of the pcu, both channel ids turned back on, reading channel a simultaneously. When the customer reviewed the device logs, there were no errors found. The iui¿s were assessed by the customer and all appeared to be in good condition. The customer's primary concern in this event is to determine why the pcu error logs do not appear to reflect the communication error alarms that he witnessed.